Event description:
It was reported by service report that there is no power to the bed's auxiliary outlet. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Bed breaker popped at mattress outlet.